Event description:
The facility's biomed reported pump channel 1 was programmed to infuse a 500ml bag of heparin at a rate of 11ml/hr but the entire bag infused in 3 hrs. The pump display read that there was still 356ml left to infuse but the bag was empty. Despite baxter's efforts to obtain add'l info regarding pump set-up info and specific pt info, no add'l info was available. No medical intervention was needed and no adverse outcome resulted.